Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that the insulin pump alarmed a battery failed. The alarm was cleared and explained. There was a battery replace now alarm. The customer's blood glucose level was 238 mg/dl. They waited for the insert battery alarm and inserted a new battery. The alarm recurred. It was also noted that the battery cap was missing or damaged. They will be sent a new battery cap. The device will not be returned for analysis.